Manufacturer narrative:
Additional narrative: (B)(4). A functional check with a mating broach confirmed the complaint; the taper of the broach would not assemble onto the trial neck. The root cause is attributed to wear out; the rubber ring inside the neck trial is worn and damaged. Review of the as400 found this lot was placed into distribution on january 30, 2006 and is over 10 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Neck will not stay on the trial. It will not fit correctly.